Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the therapy electrode pads. The patient was given a prescription from her physician for cortizone cream. The patient reported that the irritation improved with the use of the cream.